Manufacturer narrative:
A compressor muffler (intake filter) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed and the filter was found with speckled color dirt/dust particles. The returned component was installed into a t est ventilator for analysis. An investigation was performed and the product analysis technician reported that reported issue was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a compressor inoperative. The ventilator was not on a patient at the time of the event. The service engineer replaced the compressor filter/muffler to correct the issue. The unit passed all testing and operates within the manufacturing specifications.